Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product balloon would not deflate. The patient allegedly pulled the catheter halfway out, and a nurse tried to deflate the catheter in order to remove it; however, the nurse was unable to deflate the balloon. Two physician's also tried to deflate the balloon, but were unsuccessful. The catheter was cut to try to deflate the balloon, but cutting the lumen did not deflate the balloon. The patient had a bladder scan performed and allegedly over 999 ml of urine was found in the bladder. A urologist was called to remove the catheter. The urologist used a needle, threaded up through the urethra to pierce the balloon, and removed the catheter. There were no other adverse affects. The catheter had been in place for 4 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the product balloon would not deflate. The patient allegedly pulled the catheter halfway out, and a nurse tried to deflate the catheter in order to remove it; however, the nurse was unable to deflate the balloon. Two physician's also tried to deflate the balloon, but were unsuccessful. The catheter was cut to try to deflate the balloon, but cutting the lumen did not deflate the balloon. The patient had a bladder scan performed and allegedly over 999 ml of urine was found in the bladder. A urologist was called to remove the catheter. The urologist used a needle, threaded up through the urethra to pierce the balloon, and removed the catheter. There were no other adverse affects. The catheter had been in place for 4 days.